Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in st elevated myocardial infarction (stemi) was implanted with an impella cp device for mechanical circulatory support. While on support, the patient went into ventricular fibrillation (vf) requiring brief cardiopulmonary resuscitation (CPR) and direct current cardioversion (dccv). It was decided to pull the impella device back 3cm to 85 at touy, inflow measuring 3.2cm past aortic valve (av) mid left ventricle (lv), turned flows up to p8 with new position. Survival outcome at explant noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.